Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the degasser to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for multiple chemistries on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. The customer confirmed all quality control recovered within specification. Note: this event is in relation to an ongoing issue also documented in (B)(4).